Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, white particles, crack opening and curved opening. A leak test was performed and found three openings. A microscopic analysis identified: a curved striated opening on posterior side assessed as surgical damage and two curved cracked openings in valve assessed as cracked valve seat diaphragm valve. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage and crack openings on the valve assessed as a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.